Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp) and 1 shock due to an atrial driven arrhythmia. Some years later, the device delivered again inappropriate atp and a shock due to a supraventricular tachycardia that was functionally under sensed, therefore the device delivered the therapy. Also, a false signal artifact monitoring event was observed due to noisy signals on the atrial channel that does not appear to be minute ventilation feature over sensing. Impedance values were within normal limits. Troubleshooting and reprogramming options were discussed. Device remains in service. No additional adverse patient effects were reported.